Event description:
After intra aortic balloon pump for several hrs, the "catheter alarms" sounded from the pump. After troubleshooting without success, the intra aortic balloon was removed. After the intra aortic balloon was removed, the inner lumen appeared to be broken. (Event complications: unk-reported 6/26/98.) (Pt's current status: unk-rpt'd 6/26/98.)